Event description:
Customer has been having abnormal high bgs for about a week. Troubleshooting was conducted and the pump did not alarm during the high pressure test. Instructed to disconnect from pump and return to medtronic.